Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer stated that they would attempt to clear the malfunction and continue to use the current pump for insulin delivery until the replacement pump was received. The customer declined further assistance from tandem technical support.